Event description:
It was reported that the patient experienced an overstimulation sensation. The patient sold her house and had garage sales and estate sales. The patient experienced pain in her leg, and thought the pain was from overdoing it during the sales. Her leg continued to hurt, and her hcp eventually told her to turn off the stimulation. The patient turned it off and it felt much better right away. The patient planned to leave it off for a while to see if it felt better, and to eventually turn back on stimulation at a later date and try it again. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but was working with her doctor. It was noted that the patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was later reported that the cause of the event was that the patient had leg pain when interstim was on or off. It was not related to interstim. There were no abnormal impedance measurements. Reprogramming on (B)(6) 2013 for symptom control, not pain in leg. Hospitalization was not required.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v732123, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).